Manufacturer narrative:
Examination of the catheter tip found the stylet to be bonded to the catheter tip with adhesive. There was adhesive visible around the stylet cap bond site. The stylet was able to be removed with a twisting and pulling motion. Both the thru-lumen and the inflation lumens are patent and the balloon latex and both proximal and distal windings appear to be in good condition and there are no missing components. Engineering task assigned to manufacturing site for further investigation. A review of the manufacturing records indicated that the product met specifications upon release. An inability to remove the stylet from the catheter tip was confirmed. An investigation has been initiated to determine if corrective actions are needed.

Event description:
It was reported that stylet remained in the catheter tip and the cap broke before use.